Event description:
It was reported that the transmitter was not flashing green when connected to the sensor. The customer's blood glucose was unknown. Upon removing the sensor, the customer stated that the electrode was missing. Upon further review, the customer stated that he saw a little bit of the electrode. Advised customer that the senor was unlikely to break off and it most likely had retreated into the sensor base upon application the sensor to the skin. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used enlite sensor, found the sensor cannula was retracted inside of the sensor. Unable to confirm if the customer received sensor damaged due to the customer returned opened and used.